Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following the patient's procedure to revise the scs leads (ref. MDR # 3006705815-2017-01198 & 3006705815-2017-01199) the patient's ipg would not communicate with the clinician programmer (cp). The cp displayed "unable to connect to ipg" message. The physician replaced the ipg with a different model and the issue was resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.